Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment outside the vessel occurred requiring surgery. Vascular access was obtained via the common femoral artery (cfa). The 100% occluded target lesion was located in a moderately calcified, moderately tortuous superficial femoral artery (sfa). An antegrade approach was used. Following pre-dilation with a sterling balloon, the 7x120x75mm epic¿ vascular stent was introduced. The physician attempted to deploy the stent just distal to the distal end of the introducer sheath. While the stent was being deployed the system moved proximally. The proximal side of the stent deployed in the sheath, outside the vessel, and the distal side of the stent deployed in the vessel. Since the physician was a vascular surgeon, the same physician continued and performed open surgery. An incision was made at the cfa and the proximal end of the stent which was deployed outside of the vessel was cut off. It was confirmed that the distal part of the stent which was deployed was implanted properly without any problem. The cfa was sutured to complete the procedure and the patient's condition was reported as no problem.